Event description:
It was reported that the device displayed 'replace pacer'. The customer felt it should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device reached elective replacement indicator (eri). Based on parameters seen in the save to disk data, analysis determined the device longevity is within specifications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.